Event description:
It was reported that on (B)(6) 2022, the right ventricular (rv) lead was explanted and replaced with a new rv lead due to dislodgement. On (B)(6) 2022, the replacement rv lead implanted was explanted and replaced with a new rv lead due to dislodgement. The patient condition was good. Related manufacturer reference number: 2017865-2022-47767.